Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer's stated problem was verified. The device was found to have downstream occlusion failed high pressure calibration and alarmed cassette not attached properly during testing. It was found that the downstream occlusion sensor was inoperable and the root cause of the issue. Therefore, the downstream occlusion sensor will be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump alarmed that the cassette is not attached properly. There was no patient present at the time of the event. There were no reported adverse events.